Manufacturer narrative:
H6: investigation summary four samples (model #me5301, lot #23029151) were returned by the customer. It was reported by the customer that the product would not flush properly and was getting clogged. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe, and attempted to be flushed with water. One sample was able to be flushed without issue. The failure was unable to be replicated in this sample. Three samples were unable to be flushed. These samples were further examined under magnification where occlusions can be observed in the tubing. Two samples had an occlusion near the male luer, and one sample had an occlusion near the female luer. The customer complaint can be verified in these samples. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After investigation, the potential root cause for occlusion between tubing/female luer and tubing/male luer could be related to the solvent application. The excess of solvent can be due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. A device history record review for model me5301 lot number 23029151 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxguard pressure rated extension set clogs occurred. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: the department that raised the concern stated they tried about 3 each with the same lot number. Each one would not flush properly and was getting clogged. They switched to a different lot # and has not experienced any issues.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard pressure rated extension set clogs occurred. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: the department that raised the concern stated they tried about 3 each with the same lot number. Each one would not flush properly and was getting clogged. They switched to a different lot # and has not experienced any issues.